Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that she just changed her sensor and it was working fine and in this morning it could not find the transmitter or find something. She woke up with blood glucose of 50mg/dl. Patient's current blood glucose was 161mg/dl. Patient has treated with glucose tablets. Patient has been experiencing low blood glucose for just this morning when she woke up with a low. Based on customer report customer does not allege pump was over delivering. The customer declined low blood glucose troubleshooting and had already treated with chocolate milk and peanut butter. The insulin pump will not be returned for analysis.